Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and immunodeficiency ("lowered immunity") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paraguard. Past adverse reactions to the above products included vaginal haemorrhage with paraguard. Concurrent conditions included body mass index normal and irregular menstrual cycle. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), alopecia ("hair loss"), immunodeficiency (seriousness criterion medically significant) and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), groin pain ("left side, into my groin, constant"), asthenia ("energy") and nasopharyngitis ("infections (other ): cold infection"). The patient was treated with iron and surgery (essure removal/salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, immunodeficiency, groin pain and asthenia was resolving and the vaginal haemorrhage, menorrhagia, anaemia, tooth disorder, dysmenorrhoea, fatigue, alopecia, allergy to metals, weight increased and nasopharyngitis outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, asthenia, dysmenorrhoea, fatigue, groin pain, immunodeficiency, menorrhagia, nasopharyngitis, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I felt that the entire coil was removed intact. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram: in (B)(6) 2010: total bilateral occlusion . Concerning the injuries reported in this case, the following one were confirmed in patient's medical records: pelvic pain, menorrhagia , alopecia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received with her demographic condition: following events were added: abnormal bleeding (vaginal), menorrhagia, blood or heart disorder/condition type: anemia, dental problems, dysmenorrhea(cramping), fatigue, hair loss, infection (other) describe: cold infection, lowered immunity, nickel allergy, weight gain / loss specify which one: weight gain, groin pain and energy. Concomitant conditions added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") and immunodeficiency ("lowered immunity") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2016: pathology report: specimen(s) received: a: right fallopian tube with essure coil b: left fallopian tube with essure coil. Pathologic diagnosis: bilateral fallopian tubes with essure coils (a-b): complete cross-sections and foreign bodies consistent with essure coils. Gross description: received in formalin labeled "right fallopian tube with essure coil" is a fimbriated fallopian tube, 8.5 cm long x 0.5 cm in diameter. There is an attached portion of the uterine corpus, 2.5 x 1.5 x 1.0 cm. Sectioning demonstrates unremarkable tissue. There is a coiled metal wire within the lumen of the tube and the insertion site with the attached uterine corpus tissue consistent with an essure coil contraceptive device. Previously administered products included for an unreported indication: paraguard and nuvaring. Past adverse reactions to the above products included vaginal haemorrhage with paraguard. Concurrent conditions included body mass index normal and irregular menstrual cycle. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anaemia ("blood or heart disorder/condition type: anemia"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), alopecia ("hair loss"), immunodeficiency (seriousness criterion medically significant) and nasopharyngitis ("infections (other ): cold infection") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), groin pain ("left side, into my groin, constant"), asthenia ("energy"), malaise ("I didn't feel well/sick/I wasn't able to ever feel well") and menstrual disorder ("I wasn't able to ever feel well or not have problems with my cycle"). The patient was treated with iron, surgery (essure removal/salpingectomy (bilateral removal of fallopian tubes)) and tooth restoration. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, immunodeficiency, groin pain and asthenia was resolving and the vaginal haemorrhage, menorrhagia, anaemia, tooth disorder, dysmenorrhoea, fatigue, alopecia, allergy to metals, weight increased, nasopharyngitis, malaise and menstrual disorder outcome was unknown. The reporter considered allergy to metals, alopecia, anaemia, asthenia, dysmenorrhoea, fatigue, groin pain, immunodeficiency, malaise, menorrhagia, menstrual disorder, nasopharyngitis, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: I felt that the entire coil was removed intact. Current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirmed in patient's medical records: pelvic pain, menorrhagia , alopecia and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-dec-2018: pfs received.eventa added: I didn't feel well/sick/I wasn't able to ever feel well and I wasn't able to ever feel well or not have problems with my cycle. Event verbatim was updated as pain/ pelvic pain. Historical drug were added. Onset date of the event were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.